Event description:
It was reported that a patient presented to clinic for follow up. Fluoroscopic imaging was performed and confirmed the atrial lead was dislodged. The physician elected to explant and replace the atrial lead. The patient condition was stable before, during, and after the procedure.